Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngofiberscope to the service center for evaluation related to a separate issue. During the evaluation, a reportable malfunction was identified: foreign material in the eyepiece section. There was no patient involvement associated with this event.